Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had air bubbles in the patient line while using a homechoice (hc) machine during initial drain. The hp had just restarted with new supplies when the air bubbles appeared. The technical service representative (tsr) assisted the hp in ending therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available. This is report 2 of 2 for this patient.